Manufacturer narrative:
Corrected b3. A review of the manufacturing records show all requirements were met. Customer reported that tip too warm error occurred during treatment. No product was returned for evaluation to confirm the customer''s account of error during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit, due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error, placing the system into a safe state. This condition presents no patient risk. According to thermage flx user manual, blisters are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined and no conclusions can be drawn.

Manufacturer narrative:
The tip has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A surgery center reported a patient underwent a thermage treatment on their face. The patient contacted the surgery center the day following their treatment, stating they experienced blisters in the treatment area on the left cheek. Two available images were reviewed. Small post inflammatory hyperpigmented lesions are visible on the left side of the face. On the right side of the face, larger hyperpigmented lesions are visible. The patient received ldm (regenerative care) at the hospital and is undergoing an unknown treatment for erythema improvement. The maximum power level used was 2.5. The doctor stopped the procedure after 100 pulses when too many tip too warm errors showed, and resumed the treatment with another tip. The tip surface was not inspected prior to the treatment.